Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 400mg/dl. A correction bolus via the pump was delivered to address the bg level. A system check was performed and it was found that the customer's date and time was incorrect on the pump. The customer alleged there was an underlying pump issue causing the time and date to be incorrect. Reportedly, the customer had been using the pump supplies past labeling. Tandem technical support (cts) educated the customer in regards to the importance of staying within labeling of supplies. Reportedly, a supply change was performed to address the high bg. Cts attempted to follow up with the customer multiple times; however, no response was received.